Event description:
The device was returned from customer for service. During service by baxter technician, the device failed was found to have failure cod 810:11 in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.